Event description:
It was reported that the patient had an erratic heart rate and she was experiencing "fibrillations". The device remains in use and no intervention has been taken. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.